Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2017: to the bilateral axilla using coolmini applicators, to the bilateral arms using cooladvantage, to the bilateral upper and lower abdomen (diamond shape) using cooladvantage, coolcore contour applicators, and to the bilateral upper and lower flanks using cooladvantage, coolcurve+ contour applicators, who developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as 2 banana shaped area of fullness of the lower ribs, and in the back, fullness in the lower portion of the ribs just below the bra line. Patient was assessed and diagnosed with paradoxical hyperplasia (pah/ph) on the upper abdomen, bra roll, and lower abdomen.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2017: to the bilateral axilla using coolmini applicators, to the bilateral arms using cooladvantage, to the bilateral upper and lower abdomen (diamond shape) using cooladvantage, coolcore contour applicators, and to the bilateral upper and lower flanks using cooladvantage, coolcurve+ contour applicators, who developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as 2 banana shaped area of fullness of the lower ribs, and in the back, fullness in the lower portion of the ribs just below the bra line. Patient was assessed and diagnosed with paradoxical hyperplasia (pah/ph) on the upper abdomen, bra roll, and lower abdomen.